Event description:
It was reported by service report that the nurse call was not functioning. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - corroded circuit board due to fluid intrusion from improper cleaning.